Event description:
The customer reported the display went blank during a procedure and the system displayed a lot ma error code. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the high voltage tank, x-ray tube, snubber and power motor relay boards, and the battery packs. System operates as intended. (B) (4).